Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission with a polarity switch alert. Upon interrogation, the right atrial lead exhibited high impedance with noise episodes. Programming changes were made. The patient did not experience adverse events and was stable after the intervention.